Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: after breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity.

Event description:
Healthcare professional reported right side rupture and "[(B)(6) 2016] started with increased volume, little pain. Intermittent increase and decrease of volume. [(B)(6)/2017], again, increased volume almost doubled size. Staying like that until the day of its removal surgery. Capsular contracture, baker grade iii/IV, seroma." The device has been explanted.

Manufacturer narrative:
Clarification to correction in date received by MFR.: the additional information submitted in the follow up 1 medwatch for MFR # 9617229-2017-00301 was originally received on 28/jun/2017. Allergan has initiated an investigation into this late report. See CAPA (B)(4).

Event description:
Healthcare professional reported side unspecified rupture and capsular contracture, baker grade unknown; device remains implanted. Healthcare professional reported right side rupture and "[(B)(6) 2016] started with increased volume, little pain. Intermittent increase and decrease of volume. [(B)(6)2017], again, increased volume almost doubled size. Staying like that until the day of its removal surgery. Capsular contracture, baker grade iii/IV, seroma." The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, yellow particles on shell surface and weight measurement in specification. Additional visual analysis identified cloudy in gel (observed after autoclave cycle) based on the device analysis the final assessment is: no issues found related to manufacturing process. No were observed openings on the device or issues related with the complaint (rupture).

Event description:
Healthcare professional reported right side rupture and "[(B)(6) 2016] started with increased volume, little pain. Intermittent increase and decrease of volume. On [(B)(6) 2017], again, increased volume almost doubled size. Staying like that until the day of its removal surgery. Capsular contracture, baker grade iii/IV, seroma." The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Breast implants are not lifetime devices. Breast implants rupture when the shell develops a tear or hole. Ruptures can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to rupture: damage by surgical instruments, stressing the implant during implantation and weakening it, folding or wrinkling of the implant shell, excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated), trauma, compression during mammographic imaging, and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of rupture for allergan¿s product. It is not conclusively known whether these tests have identified all causes of rupture. Laboratory studies to identify any additional causes of rupture are ongoing. Patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation.

Event description:
Healthcare professional reported side unspecified rupture and capsular contracture, baker grade unknown; device remains implanted.